Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited pacing impedance measurements of greater than 2000 ohms, noise, and oversensing. The increased pacing impedance measurements had been sudden, and a lead fracture was suspected. A surgical revision was performed and the lead was visually inspected. An anomaly or distortion of the lead body was observed near the terminal pin. The lead was tested via the pacing system analyzer (psa) and rv impedance measurements of greater than 2000 ohms were reproduced. The lead was subsequently surgically abandoned and replaced. No additional adverse patient effects were reported.